Event description:
The customer initially reported that the device was showing a service wrench icon and would not show the battery charge level correctly on the display. The customer later advised that the device appears not to function with another battery installed. After an evaluation by physio-control, it was observed that the device could not function for defibrillation therapy. There was no patient use associated with the reported failure

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to a thermally sensitive crystal, designator y4 from the digital pcb assembly. The crystal would intermittently not oscillate which led to the device not powering on normally. The customer received a replacement device.